Manufacturer narrative:
Plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. A physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler after a stat drain 4 was completed and at the end of treatment when the patient opened the cassette door. The patient reported receiving m31 air detected in cassette warning alarms during fill 4 and stat drain 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event, however the pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics vancomycin and ceftazidime (2 grams, intraperitoneal (ip), one day). The cycler set used for this treatment was available to return for physical evaluation. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler after a stat drain 4 was completed and at the end of treatment when the patient opened the cassette door. The patient reported receiving m31 air detected in cassette warning alarms during fill 4 and stat drain 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event, however the pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics vancomycin and ceftazidime (2 grams, intraperitoneal (ip), one day). The cycler set used for this treatment was available to return for physical evaluation. The cycler was returned to the manufacturer for physical evaluation.